Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a sore with a staph infection. The patient's doctor prescribed the patient a medicine for the infection and for the patient to keep the lifevest off. The patient's medical condition improved. The patient ended use of the device.